Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01038 and 2134265-2017-01039. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. The closure device was unable to be fully recaptured into the delivery system. After several attempts, the closure device had to be removed with the unfolded legs through the was. Another 30mm closure device was used and deployed. This one was placed too distal and needed to be recaptured. However, this closure device could not be recaptured back into the wds. They attempted to pull the entire wds into the was with the feet of the closure device unfolded, but were unsuccessful. They were able to remove the was and wds from the patient's body with the feet of the closure device partially sticking out of the was. A transseptal puncture was then performed and a 33mm closure device was successfully implanted. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
Device avail. For eval: returned product consisted of a watchman access system (was). Wds was protruding from the was 8mm from the tip. Blood was on the device. The hub, shaft, and tip were examined the tip of the was folded back onto the shaft, there was damage to the shaft 3.5 to 4 cm from the tip. There were numerous kinks throughout the was. The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01038 and 2134265-2017-01039. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 30mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. The closure device was unable to be fully recaptured into the delivery system. After several attempts, the closure device had to be removed with the unfolded legs through the was. Another 30mm closure device was used and deployed. This one was placed too distal and needed to be recaptured. However, this closure device could not be recaptured back into the wds. They attempted to pull the entire wds into the was with the feet of the closure device unfolded, but were unsuccessful. They were able to remove the was and wds from the patient's body with the feet of the closure device partially sticking out of the was. A transseptal puncture was then performed and a 33mm closure device was successfully implanted. There were no patient complications and the patient's condition was stable.